Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had difficulty inserting the terminal pins of the right atrial (ra) lead into the header of this implantable cardioverter defibrillator (ICD). The physician had to use mineral oil to get the pin into the header. It was also noted that the right ventricular (rv) lead was also tight in the header. The system remains in service. No adverse patient effects were reported.